Manufacturer narrative:
The event of skin inflammation and breast discomfort/pain are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: skin inflammation and breast discomfort/pain.

Event description:
Patient reported "my breast implants were recalled a few years ago". Patient later reported "there have been complaints". Later, healthcare professional reported "pain, discomfort", "overheating" and "ptosis". This record is for the right side. Device was explanted and replaced with another manufacturer´s device.